Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the insulin pump alarmed no delivery when insulin was at the half-way mark on the reservoir. The customer reported the alarm occurred during bolus and basal deliveries. The customer has tried several reservoirs and infusion sets, but the alarm persisted. The customer's blood glucose was 25.2 mmol/l. The insulin pump will be returned for analysis.